Manufacturer narrative:
It was reported by the customer that "oil or grease inside of the asepto bulb syringe". This was not noticed until the patient was "asleep". This caused a three hour delay in the case, as the patient had to be taken back to pacu. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Oil or grease on the inside of the asepto bulb syringe.